Event description:
During an ophthalmic procedure, this unit exhibited aspiration problems. The procedure was delayed until the unit would function correctly. They did not have a back up unit to use. There were no pt injuries.